Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2013-00351 /00352).

Event description:
It was reported that patient underwent total hip replacement on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pseudotumor, and reported corrosion at the head/neck junction. The acetabular liner and modular head were removed and replaced.